Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occured. A tacticath quartz ablation catheter was used for mapping and ablation purposes. A pericardial effusion occurred during the case, for which a pericardiocentesis was performed. A blood transfusion and medication were administered. Further information was requested.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Updated event description: during an atrial fibrillation ablation procedure, a pericardial effusion occurred. A tacticath quartz ablation catheter was used for mapping and extensive atrial ablation. The ablation was successfully completed and an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis and blood transfusion were performed. The patient was transferred to the intermediate care ward and the pericardial drain was removed post-procedure day two. A follow up echocardiogram revealed a mild pericardial effusion so oral anticoagulants were restarted and the patient remained stable. There were no performance issues with any sjm device.